Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the usb ultrasound (universal serial bus) feature was not working due to an error message 'ultrasound stopped due to error in usb communication. Please unplug all usb devices then reconnect the probe. Restart the tempus if the problem persists.'. There was patient involvement however no health consequences or impact.